Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® urinalysis preservative urine tube, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that there was poor vacuum.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was only provided as a representative photo of the bd product and did not show any defects. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® urinalysis preservative urine tube, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that there was poor vacuum.